Event description:
Reportedly, during use leakage occurred at the height of the skin insertion. After removal of the vantex, the catheter seemed to be damaged. It was further stated that probably antibiotics did not enter the vein and was given subcutaneous, but the clinician is not 100% sure. One other vantex catheters also leaked at the height of the insertion site. Clinician suggested that catheter doesn't like floxapen (flucloxacillin). Three devices were reported; however, only one was returned for evaluation.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The catheter was found to have three cracks / kinks / tears in the body tube. The damage is located 35mm, 60mm, 70mm distal of the backform. There also appears to be a small section of the tube missing at the 70mm damaged area. Three of the extension tubes appear to have been cut in half near the backform, and the proximal sections with the hubs were not returned. The distal extension tube is the only remaining and intact extension tube. Follow up with the customer indicated that the insertion site was cleaned with chlorhexidine gluconate 5% in alcohol and the drugs administered was floxapen. As per the directions for use indicate - do not use acetone or isopropyl alcohol on the catheter. This information has been communicated to the customer.